Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 24, 2021.

Manufacturer narrative:
This report is submitted on november 30, 2021.

Event description:
Per the clinic, the patient experienced an infection at the skin flap over the implant site (specific date not reported) and subsequently, was placed under general anesthesia on (B)(6) 2021 for a skin revision surgery. It was reported that the patient was treated with oral antibiotics for 14 days (specific date not reported) and IV antibiotics (specific date and duration not reported) however, the issue did not resolve. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.